Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and burn marks or components damage were not observed. Customer felt that sensor was given her some kind of electrical shocks. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); poor soldering was observed on battery legs. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned puck. The puck was received in a de-cased form. No signs of damage or contamination were observed during the inspection. The initial scan was reviewed. The review of the historical and clinical logs identified that there was a sensor current spike to 24.80na between 213 and 216 minutes immediately followed by a prolonged range of low sensor signal values indicating sensor pullout or falloff. This current is not sufficient to produce an esd (electrostatic discharge) event leading to shock to the customer. No other abnormalities were observed in the extracted data. Returned product was brought to bench for further testing. The puck battery voltage was measured, and results were within the specification range. Measurement unit (smu) test was executed to assess the functionality of the returned puck and verify the accuracy of its readings. The returned puck transitioned to state 4 (active paired), indicating it had entered a normal operational mode and was fully functional. Electrical current measurements were found to be within specification, confirming the absence of accuracy issues. Additionally, a poise voltage test was conducted, and the voltage was measured within the yielding results specification. This indicated no problems with electrical signal lines integral to the glucose reading process. A sensor thermistor test was performed. The results revealed that the temperature difference between the puck and the lab space was within the acceptable limits, confirming the proper functionality of the puck's thermistor. Additionally, current consumption testing was performed to determine if puck could draw any excess current. An on and off current test were performed, and both results were within the required specification which indicated that the returned sensor did not draw excess current in either the activated or inactivated state. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of a product malfunction was found during the investigation, this issue is not confirmed. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.